Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 100% stenosed lesion was located in a moderately calcified and moderately tortuous left anterior descending artery. The 2.50x15mm nc quantum apex mr balloon was used to post dilate an unknown size promus stent. On the first inflation the balloon ruptured at eleven atmospheres. The procedure was completed with a different size nc quantum apex balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).